Event description:
The right popliteal artery was palpated and the region superficial to the artery. Using the modified seldinger technique, direct fluoroscopic and ultrasound (us) visualization and micropuncture needle, vascular access was obtained to the right popliteal artery. On advancing the microsheath into over the cope wire, the floppy tip of the wire was noted buckle and on retraction with wire 6 cm tip was noted to shear and remain in the right popliteal artery. Attempts to grasp the extravascular end under fluoroscopy was unsuccessful. Add'l us guided r popliteal access was obtained distally to the original site and a 7 fr sheath was placed without difficulty. Post stent angiography revealed adequate stent expansion with no evidence of dissection or distal embolization. There was brisk flow distally. At the conclusion of the case, an ensnare was used attempt to grab the luminal aspect of sheared micro wire; however, this was unsuccessful due to subintimal positioning of the proximal and distal end of the wire. A cardiovascular surgeon was called for surgical cut down and removal of foreign body. The pt was taken to the operating room (or) and the sheath from the procedure had been left in and was on a pressure bag to prevent clotting. A direct cutdown was then performed after the c-arm demonstrated exact location of the wire. A cut down to the popliteal artery was performed. Following the sheath down into the vessel. The sheath was removed without difficulty. The wire tip was identified and removed in its entirety.